Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not showing any medication information. A technical support specialist ran a server downtime query and noticed the processing message was stuck at 558, with the carefusion coordination engine (cce) xtensible markup language (xml) time showing as null. The technical support specialist restarted all main services and .net services, found that the external inbound processors service was stopped, and attempted to restart the inbound service. After running the downtime query again, the specialist noticed the processing messages decreased to 0, and the cce xml time was current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not displaying medication information, and the screen was loading. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.